Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 468 mg/dl at the time of the incident. The customer was at 198 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump was under delivering as it was not bringing their highs down. Troubleshooting was not completed. The customer got a hardware low level failures alarm during a self test, but was able to rewind and use the pump. The insulin pump will be returned for analysis.